Event description:
It was reported that the patient had a loss of therapeutic effect that had started ¿several months to a year ago.¿ the patient did not know if the loss of therapeutic effect had been sudden or gradual. The patient had met with a manufacturer representative to have the device reprogrammed, but the issues had continued. The patient had tried ¿injections¿ and had had a myelogram. The patient later had a surgery done to replace the system as the patient¿s nerves were being compressed and the patient had a spinal stenosis. The patient was then kept in the hospital over the weekend after the back surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2010, product type: recharger. (B)(4).

Event description:
Follow up information received from the patient reported that they had no concerns with their device therapy. The patient also reported that they received assistance from their doctor and their concerns were resolved. An appointment of (B)(6) 2014 was noted. If additional information is received, a follow up report will be sent.